Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified subclavian artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 20 atmospheres for less than 30 seconds. The procedure was completed with a different device. No patient complications were reported.